Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The patient had a bg excursion. Emergency/911 protocol was initiated and the patient was hospitalized. The patient was treated with insulin via injection. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: the black box showed a replace cartridge alarm on (B)(6) 2016 at 07:21 followed by several pump reboots beginning at 17:03; deliveries never resumed. There was no moisture observed in the battery compartment and no damage found to the compartment itself. The returned battery cap had a worn top and was difficult to remove. A test cap was used and was able to attach securely to the pump. The pump was exercised for 24 hours with a test battery cap with no power issues occurring. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no evidence of internal moisture or damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).